Event description:
Customer reported that the buttons on the insulin pump became unresponsive and that moisture was visible behind the display screen. He stated that it was near a hot tub and may have gotten wet. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Traces of corrosion were noted at the electronic and motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.